Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer also reported that they received a history check failed alarm and off no power alarm without a low battery alert. The customer's blood glucose was 300 mg/dl at the time of incident. The customer was unable to troubleshoot at the time of call. The insulin pump will not be returned for analysis.